Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed the device experienced inappropriate mode switching episodes due to competitive atrial pacing following the retrograde atrial beats conducting from the pvcs. The patient did not display any symptoms. The atrial pacing on pvc function and sensor slope were recommended to be reprogrammed. The patient will be brought into clinic for device evaluation. The patient will continue to be monitored. No further information is available.